Event description:
It was reported that the insulation has been compromised.

Event description:
It was reported that the insulation has been compromised.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. The following was observed: replaced handle. This does confirm the alleged failure mode of [insulation issue]. Probable root cause: poor autoclave reliability; incorrect sterilization/reprocessing procedure; handling procedures; product used beyond defined useful life. In sum, the product was returned and the failure mode was confirmed.